Event description:
Boston scientific received information that at a routine follow-up visit, it was noted that the lead safety switch had tripped on the right ventricular (rv) lead for low out of range impedance measurements. Noise and undersensing were also seen when reviewing the electrogram (egm). A revision procedure was performed a few days later where the rv lead was surgically abandoned and a new lead was successfully implanted. At the time of the lead revision, the device was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.